Event description:
The customer alleged two employees experienced h2o2 contact while troubleshooting the unit. The healthcare worker used an object to push the cassette through then when the cassette fell, he felt the liquid. The second of the two healthcare workers stated that his skin turned white at the contact area but no pain was present. The healthcare worker did not seek medical attention. The symptoms cleared after six hours and the worker has recovered. No personal protective equipment (ppe) was worn. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact: capital equipment, evaluated at customer site. The field service engineer (fse) serviced the sterrad unit while servicing for injection related cancellations. The system met the manufacturer's requirements. The system was returned to service. Conclusion: per sterrad 100s users guide for cassette handling: warning - hydrogen peroxide may be present. Do not remove used cassettes from the cassette collection box. Dispose of the sealed cassette collection box according to local waste regulations. Cassettes with unused hydrogen peroxide are hazardous waste as defined by the us environmental protection agency and should be disposed of accordingly. If it is necessary to handle a used cassette, wear chemical resistant latex, pvc (vinyl), or nitrile gloves. Do not touch gloves to face or eyes. Reference MDR: 2084725-2009-00270.